Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event could not confirmed. No devices were received; therefore the visual inspection was not conducted. Review of the device history record was not conducted, as product identification is unknown. A compatibility of the vanguard 360 system with primary vanguard tibial bearings determined that this combination is not compatible. A complaint history review was not conducted as product identification is unknown. The root cause of the reported issue is attributed to user error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeons have been putting in primary vanguard bearings with vanguard 360 knees. This combination is off label use. No patient injuries or adverse events have been reported as a result of this issue.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeons have been putting in primary vanguard bearings with vanguard 360 which is no the proper use of the device. Attempts have been made and additional information on the reported event is unavailable at this time.